Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported high blood glucose. Troubleshooting was done. Customer's blood glucose was 462 mg/dl. Customer treated with insulin pump. Assisted customer to perform high pressure test and test passed. It was found the cannula was bent when customer removed the infusion set from the body. The insulin pump was working as designed. No further information provided.